Manufacturer narrative:
(B)(4). Batch # 776a74. Investigation summary: the product was returned to ethicon suzhou for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was received for analysis with no apparent damaged and with an ecr45b reload loaded on the device. Further analysis showed that the clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Regarding the condition of the reload, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire on the first firing. Checked the sled¿s position, it is lockout issue. Changed another one to use, still could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.